Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted 13.2mm tmicl13.2 implantable collamer lens, -15.5/+4.0/082 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2020. The surgeon reports excessive vault and elevated iop, enhanced pis and administration of iop drops and diamox. Reportedly, the lens remains implanted.

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted 13.2mm tmicl13.2 implantable collamer lens -15.5/+4.0/082 (sphere/cylinder/axis) into the patient's left eye (os) on 2020 (B)(6). The surgeon reports elevated iop, enhanced pis and administration of iop drops and diamox. On 2021 (B)(6) the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in a plastic bag with liquid. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).